Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. Vascular access was obtained via the femoral artery. The 7x33mm, 85% stenosed, eccentric, de novo target lesion was located in the non tortuous left carotid artery. A 10.0-31 carotid wallstent¿ was advanced to treat the lesion without predilation. The physician was then hesitant to deploy the stent and device was removed. However, while flushing the device again, the stent was deployed. The device was not re-advanced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent had been deployed from the device and was not returned for analysis. The stent cups and holder were undamaged. A visual inspection identified no issues that could have contributed to the complaint incident. No issues were identified with the tip or markerbands of the device. No issues were identified with the shaft of the device which could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the t-connector may have been pushed forward deploying the stent during further flushing. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. Vascular access was obtained via the femoral artery. The 7x33mm, 85% stenosed, eccentric, de novo target lesion was located in the non tortuous left carotid artery. A 10.0-31 carotid wallstent¿ was advanced to treat the lesion without predilation. The physician was then hesitant to deploy the stent and device was removed. However, while flushing the device again, the stent was deployed. The device was not re-advanced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.